Event description:
It was reported that during a scheduled device upgrade procedure, noise was observed on the right ventricular lead. The lead was capped and replaced on (B)(6) 2017. Upon removal of the lead from the old device, the physician also noted an insulation breach. The patient was stable post procedure.